Manufacturer narrative:
Concomitant product(s): 4076-45 lead; implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an increased heart rate and their implantable cardioverter defibrillator (ICD) fired several times. Follow-up was conducted to obtain further information on the episode but attempts were unsuccessful. Records indicate the ICD has been explanted and replaced to a dual chamber ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.